Event description:
It has been reported to the company that the occlusion balloon deflated during the case. The device was noted to be leaking at the microseal. Patient had no prolonged chest pain and flow was "timi" 3 upon removal of the balloon.